Event description:
It was reported that customer is experiencing high and low blood glucose levels. It was reported that customer was hospitalized for high blood glucose levels. Customer's blood glucose levels were not included in the report. Cause of emergency room visit as per health care professional: dehydration, ear infection, thyroid. Customer was wearing the pump at the time of emergency room visit. Customer stated that the insulin pump may have been exposed to moisture. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.